Event description:
Additional information was received that the patient is not pacemaker dependent.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that a loss of capture was observed on the device. It is unknown if the patient is pacemaker dependent. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.